Event description:
As reported: "when inserting the shs there was a drilling error. Another targeting device was used to finish the case."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The labelling repeatedly require functional check prior to use. The device inspection revealed the following: we received a target device gamma3 and a speedlock sleeve gamma3® 180 in good condition for evaluation. The devices showed typical signs of use but were generally undamaged. No visible signs of misuse or remarkable damages were found. A pre-surgical function test was performed on the devices returned using sample instruments like drill sleeve, step drill and nail. The step drill passed the proximal drill hole in the nail with no contact to the nail. The alleged mis-targeting could not be reproduced. The function of the returned instrument was given in all aspects. On request the rep informed that a pre-operative test had not been performed. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device but is rather related to the maintenance check procedure. The operative technique includes in detail the correct assembling and usage of the sleeve in combination with the target device. The labeling repeatedly required functional check prior to use. The case is attributed to a user error. A 10 min delay is accepted as usual delay without patient impairment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting the shs there was a drilling error. Another targeting device was used to finish the case."